Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with dry eye in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye getting worse after the lasik and was unable to wear contacts at work due to the dryness. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 -.25 x -.50 x 52.